Event description:
It was reported that during an lavh procedure, device was working fine, then would stop and a handpiece error was noted. After troubleshooting with no resolution, a new handpiece was tried, with the same problem. Finally decided to use a different disposable. There was no pt consequence.